Event description:
It was reported that this device estimated longevity decreased by one-year within a four-month time span. There were concerns that the device was depleting faster than expected and a request was made to technical services for a data analysis. It was confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.